Event description:
This procedure is part of the (B)(4): this adverse event was not reported by the site, but was identified by the core lab review of the procedure. An arterial perforation was noted upon review. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(4) events.